Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported by the rep that during a robotic prostatectomy procedure, the device was fired across the dorsal vein and would not open. The surgeon was able to manually remove the device with no tissue damage. Another device was used to complete the procedure. There was no adverse consequence to the pt.